Event description:
A confirmed pump flip was reported. Diagnostics included x-rays. A revision was done and the pump moved to the buttocks. There were no patient symptoms reported and the patient status at the time of the report was indicated as alive, no injury. Per the reporter the patient was doing fine. The catheter was functional so no dosing changes were done. The pump was used to deliver morphine.

Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# j0056626r, implanted: (B)(6) 2001, product type: catheter. (B)(4).